Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant high pacing lead impedance and loss of sensing was observed at multiple locations. The lead was not implanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
The reported field events of high pacing lead impedance and loss of ventricular sensing were confirmed in the laboratory and were due to excess medical adhesive noted on the ring electrode and helix.